Event description:
Gangrene over the injection area [gangrene] ([injection site infection]), worsening knee pain/osteoarthritis [osteoarthritis aggravated] ([knee pain]). Case narrative: initial information received on 31-jul-2019 regarding an unsolicited valid serious case received from a physician from india. This case involves a patient with unknown demographics who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after 2-3 weeks had gangrene over the injection area and after few years had worsening knee pain/osteoarthritis. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Medical history included knee pain and was diagnosed with osteoarthritis. On an unknown date in (B)(6) 2016 or 2017, the patient received intra-articular hylan g-f 20, sodium hyaluronate (dose, frequency, lot number: not provided) for pain in osteoarthritis knee. Information on batch number was requested. On an unknown date in (B)(6) 2016 or 2017, patient developed gangrene over the injection area 2-3 weeks after taking hylan g-f 20, sodium hyaluronate injection. The event was assessed as serious with required intervention and medically significant as seriousness criteria. Patient had to undergo skin grafting for this gangrene. On an unknown date, now the patient was complaining of worsening knee pain/osteoarthritis. Final diagnosis was worsening knee pain/osteoarthritis and gangrene over the injection area. Action taken was not applicable for both events. Patient had skin grafting for gangrene over the injection area and not reported for other event. The patient outcome is reported as recovered / resolved with sequelae on an unknown date for gangrene over the injection area and not recovered for worsening knee pain/osteoarthritis a product technical complaint was initiated with results pending for the same.